Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient experienced pneumothorax. On (B)(6) 2016 the patient was hospitalized on an inpatient basis for the procedure. Hospitalization was prolonged due to the severe pneumothorax. The exact treatment provided to the patient while hospitalized was not reported. On (B)(6) 2016 the pneumothorax resolved and the patient was discharged from the hospital. Baseline spirometry values visit date: (B)(6) 2016: pre-bronchodilator fev1: 1.66, fev1 % predicted: 47.00, fvc: 3.75, fvc % predicted: 88.00. Post-bronchodilator fev1: 1.63, fev1 % predicted: 46.00, fvc: 3.95, fvc % predicted: 93.00. Additional information received on 22mar2017: the adverse event name was updated from 'pneumothorax' to 'pneumothorax left'.

Manufacturer narrative:
Study source: (B)(6) registry. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) registry clinical study. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient experienced pneumothorax. On (B)(6) 2016 the patient was hospitalized on an inpatient basis for the procedure. Hospitalization was prolonged due to the severe pneumothorax. The exact treatment provided to the patient while hospitalized was not reported. On (B)(6) 2016 the pneumothorax resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 1.66, fev1 % predicted: 47.00, fvc: 3.75, fvc % predicted: 88.00. Post-bronchodilator: fev1: 1.63, fev1 % predicted: 46.00, fvc: 3.95, fvc % predicted: 93.00.

Manufacturer narrative:
Additional information -date of event.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient experienced pneumothorax. On (B)(6) 2016 the patient was hospitalized on an inpatient basis for the procedure. Hospitalization was prolonged due to the severe pneumothorax. The exact treatment provided to the patient while hospitalized was not reported. On (B)(6) 2016 the pneumothorax resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 1.66, fev1 % predicted: 47.00, fvc: 3.75, fvc % predicted: 88.00. Post-bronchodilator, fev1: 1.63, fev1 % predicted: 46.00, fvc: 3.95, fvc % predicted: 93.00. Additional information received on 22mar2017, the adverse event name was updated from 'pneumothorax' to 'pneumothorax left'. Additional information received on 08may2017, on (B)(6) 017 the patient was hospitalized for pneumonia and was treated with solu-cortef. On (B)(6) 2017 the event was resolved and the patient was discharged from the hospital. Additional information received on 22may2017, the reported event of pneumonia, occurring on (B)(6) 2017, was deemed 'unrelated' to the patient's bt procedure. Additional information received on 08dec2017, on (B)(6) 2016, the patient also underwent a concurrent biopsy at the bt bronchoscopy procedure. On (B)(6) 2016. The patient was discharged from the hospital.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient experienced pneumothorax. On (B)(6) 2016 the patient was hospitalized on an inpatient basis for the procedure. Hospitalization was prolonged due to the severe pneumothorax. The exact treatment provided to the patient while hospitalized was not reported. On (B)(6) 2016 the pneumothorax resolved and the patient was discharged from the hospital. Baseline spirometry values, visit date: (B)(6) 2016. Pre-bronchodilator fev1: 1.66, fev1 % predicted: 47.00, fvc: 3.75, fvc % predicted: 88.00. Post-bronchodilator fev1: 1.63, fev1 % predicted: 46.00, fvc: 3.95, fvc % predicted: 93.00. Additional information received on 22mar2017** the adverse event name was updated from 'pneumothorax' to 'pneumothorax left'. Additional information received on 08may2017** on (B)(6) 2017 the patient was hospitalized for pneumonia and was treated with solu-cortef. On (B)(6) 2017 the event was resolved and the patient was discharged from the hospital. Additional information received on 22may2017** the reported event of pneumonia, occurring on (B)(6) 2017, was deemed 'unrelated' to the patient's bt procedure.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the e7086 bsc bt registry clinical study. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient experienced pneumothorax.. On (B)(6) 2016 the patient was hospitalized on an inpatient basis for the procedure. Hospitalization was prolonged due to the severe pneumothorax. The exact treatment provided to the patient while hospitalized was not reported. On (B)(6) 2016 the pneumothorax resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator fev1: 1.66, fev1 % predicted: 47.00, fvc: 3.75, fvc % predicted: 88.00. Post-bronchodilator fev1: 1.63, fev1 % predicted: 46.00, fvc: 3.95, fvc % predicted: 93.00. Additional information received on 22mar2017. The adverse event name was updated from 'pneumothorax' to 'pneumothorax left'. Additional information received on 08may2017. On (B)(6) 2017 the patient was hospitalized for pneumonia and was treated with solu-cortef. On (B)(6) 2017 the event was resolved and the patient was discharged from the hospital.